Manufacturer narrative:
H4: the lot was manufactured from july 01, 2020-july 02, 2020. H10: only seven (7) actual samples were received for evaluation. The other sample was not received and therefore, could not be evaluated. A visual inspection along with magnification was performed which observed loose particle matter (pm) inside the fill port connector in one (1) sample only. The pm was further analyzed using light microscopy. The pm was described as translucent white consistent with acrylonitrile butadiene styrene (abs). The reported condition was verified in one (1) sample; however, not verified for six (6) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in eight (8) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to patient use. The particulate was further described as black (quantity 6) or white (quantity 2). There was no patient involvement. No additional information is available.